Event description:
Related MFR report(s): 1627487-2019-10401 and 3006705815-2019-03911. Additional information received identified the patient was implanted with two model 3186 leads. Both leads were replaced and have been added to the event.

Event description:
Related MFR report(s): 1627487-2019-10401 and 3006705815-2019-03911.